Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The following physician confirmed that the patient's leads were functioning normally and the patient's cause of death was unknown. There was no allegation that the implanted product was related to the patient's death.

Manufacturer narrative:
Concomitant medical products: 419378 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that one of the patient's leads was not working at the time of their death. No further information was reported.